Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
High out of range lead impedance and noise episodes were noted on the right ventricular (rv) lead. The lead was capped and replaced during a device replacement procedure due to normal eri. The patient was in stable condition.